Event description:
The mega-21 system was implanted in the pt in 2000. Five and a half months later the md noted on x-ray a broken screw. Six months later, the md removed the broken screw and replaced it with another omega-21 screw.